Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer gave himself a shot and reported that he has contacted his health care professional regarding the high blood glucose. Customer stated that he was unable to describe any possible damage to the drive support cap. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was not able to troubleshoot because he is changing to a new infusion set. Customer reported that he was neither in the emergency room nor admitted to the hospital. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the displacement test. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the alarm. The pump was received with normal operating currents. The pump passed the self test and off no power test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.